Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, deformation, voids, cloudy color and yellow particles on the shell. Weight measurement identified the weight of the device was within specification. A microscopic analysis was performed; no other observation observed. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The events of "capsular contracture" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma (late).

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implant due to the patient's concern with the product. Healthcare professional also reported seroma-late and capsular contracture, baker grade unknown. Device has been explanted.